Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify keypad anomaly and missing segments or partial display anomaly due to critical pump error alarm. No damage noted on keypad traces after peeling keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not responding but was vibrating and red light was flashing. Customer stated that the insulin pump was exposed to fluid and keypad was unresponsive. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer also stated that the they can not read the screen. Troubleshooting was not performed. The insulin pump will be returned for analysis.